Manufacturer narrative:
The account traced the problem to the hydraulic manifold. The account replaced the hydraulic manifold to repair the bed.

Event description:
Info received indicates the head hi/low function has a very slow drift.